Manufacturer narrative:
Unit received with partially broken retainer and missing reservoir tube o-ring. Unable to perform displacement test or lock reservoir/p-cap in place due to partially broken retainer. Unit also received with cracked belt clip rails and cracked keypad at select button. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir compartment had tabs broken off inside. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.